Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was unknown. Trouble shooting was conducted and we explained the possible causes for the alarms. Device is not being returned. No further information available.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. The device was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.